Event description:
Patient was revised to address loosening of the femoral and tibial components. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown; it was reported to have occurred approximately 12 years ago. Evaluation of this reported component was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. MFR considers the investigation closed.